Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire break.

Event description:
It was reported to boston scientific corporation that a truetome 44 was attempted to be used in the colon during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the cutting wire broke. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another truetome 44. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: the complainant reported that the device was energized prior to bowing; however, per the instructions for use (IFU), precaution: the sphincterotome does not need to be energized prior to performing sphincterotomy. Energizing the cutting wire prior to use will cause premature cutting wire fatigue and will compromise the cutting wire's integrity.

Manufacturer narrative:
H6: imdrf device code a0401 captures the reportable event of cutting wire break. H11: investigation results: the returned truetome 44 was analyzed, and a visual and microscope inspection that the cutting wire was blackened, broken and detached. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of cutting wire break was confirmed. According to the information provided by the costumer, the instructions for use (IFU) were not followed since the device was energized prior to bowing, the IFU cited "precaution: the sphincterotome does not need to be energized prior to performing sphincterotomy. Energizing the cutting wire prior to use will cause premature cutting wire fatigue and will compromise the cutting wire's integrity", this user error could have affected the performance of the device. Wire broken could have been generated if there was contact between the device and the scope during energization or if the device exceeds the maximum of voltage during procedure as per precautions of the device states, also energizing the device prior to performing sphincterotomy can compromise the cutting wire's integrity, also it can cause a premature cutting wire fatigue, leading to break it. Additionally, the cutting wire was detached, once the cutting wire breaks, any attempt to remove the device from the scope can lead to the cutting wire detachment as observed in the product analysis. The investigation findings and all information available concludes the most probable root cause is failure to follow instructions. A labeling review was performed, and from the information available, this device was not used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a truetome 44 was attempted to be used in the colon during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the cutting wire broke. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another truetome 44. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: the complainant reported that the device was energized prior to bowing. However, per the instructions for use (IFU), precaution: the sphincterotome does not need to be energized prior to performing sphincterotomy. Energizing the cutting wire prior to use will cause premature cutting wire fatigue and will compromise the cutting wire's integrity.